Event description:
Per (B)(6), the (B)(6) reported to them that each one of the g6291-5f walkers won't lock and are bent.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.